Event description:
It was reported that the patient suffered from collapsing of the anterior chamber during cataract surgery due to poor stability of the phacoemulsification machine. The procedure was delayed and the patient suffered from corneal edema and sub-optimal results. There was handpiece issue reported too. No other interventions were given. No further information was provided.

Manufacturer narrative:
Weight & ethnicity: unknown/not provided. Patient information cannot be provided due to personal data privacy legislation/policy. Implant date: not applicable as this is not an implantable device. Explant date: not applicable as this is not an implantable device. Initial reporter first & last name: unknown/information not provided. Address: unknown/information not provided. Email address: unknown/ information not provided. Establishment name: (B)(6). The device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.